Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary incontinence, occasional urgency, urinary frequency, dysuria, urinary tract infection, cystitis, and copious hard stool pushing into the vagina. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
Lawyer-filed report.